Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no initial calibration occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration. The root cause was determined to be sensor noise during warm-up and signal loss during warm-up. The reported issue of no initial calibration is reportable based on the finding of permanent connection loss.